Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. Data investigation could not confirm a failed transmitter error but did confirm a low transmitter battery. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.